Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was erosion at the pocket site. It was noted that there was a revision. It was noted that the battery was changed. There were no other patient symptoms related to the event. The patient was reported as alive without injury. Additional information was requested, but had not been received at the time of this report.

Event description:
Follow up information reported clarified that the new ins battery was sutured down along with the reported revision of the ins pocket. No further information was obtained.